Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, customer noted that when attempting to use the clasp the instrument would swing from side to side and would not clamp straight. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was found to have a broken banana plug at the back end of the housing. The banana plug pieces are intact, no pieces are missing. The event caused partially or wholly by the user of the device including sample handling. Correction: based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for field action# isifa2022-01-c, as previously listed in section h9.